Event description:
Additional information was received on 29jan2021. The procedure performed prior to use of the device was a percutaneous coronary intervention (pci). A 6fr sheath was used. There were issues with insertion of the delivery sheath, back bleeding, insertion and locking of angio-seal device. Issue: pull back/retraction of angio-seal device: no anchoring, suture was pulled out without any resistance at all, no anchor attached. The patient's condition was stable. Hemostasis was achieved by manual compression. There was no blood loss greater than 250cc; no adverse clinical event during short term follow-up.

Manufacturer narrative:
The actual sample was reported to be unavailable for evaluation; however, the sample was confirmed to be available on 21jan2021. Therefore, section d9 and section h3 have been updated to reflect the device availability. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath, the arteriotomy locator was also returned. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the evaluation performed, the complaint could be confirmed for the failure mode of "pullout". Testing of the device upon receipt did not reveal any functional anomalies during device actuation. The likely root causes for this issue may include the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date : device was not implanted. Explanted date : device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was engaged; on withdrawal there was spontaneous release of the angio-seal/thread without force. There was no harm to the patient.